Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician attempted to treat a lesion located in the calcified, severely tortuous rca (right coronary artery) with a 2.50x12mm taxus liberte. The stent delivery system was unable to cross the target lesion. The physician attempted parallel wires with no success. Upon removal from the patient, the physician noted "the stent strut lifted up". The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.